Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient had a burn from ipg site and was treated by the physician.

Event description:
A report was received that the patient had a burn from ipg site and was treated by the physician.

Manufacturer narrative:
Additional information was received that the burning sensation was caused by the patient¿s medication. The patient discontinued her medication.